Event description:
It was reported that there was a collection delay of thirty seconds set post mode switch. It was also noted that there was no atrial activity as seen by the device. The device and atrial lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.